Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak blood glucose of 344 mg/dl after a breakfast announcement while using a 6 mm, 23-inch steel cannula set placed on the thigh; the user suspected an infusion site issue and was instructed to change all infusion supplies. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a possible site-related delivery issue that resolved after replacement of supplies. No clinical symptoms associated with delay in treatment or hyperglycemia reported. Outcomes included correction of glucose following supply change, with glucose returning to range thereafter without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.